Event description:
It was reported that the infusion pump was involved in an overinfusion of heparin. A 68 yr old male with a cva was receiving heparin at 20 ml/hr per the infusion pump. After approx. 3.5 to 4 hrs, 400 ml had emptied from the 500 ml solution container. It was reported that the pt's condition deteriorated after the incident and the pt expired 2 to 3 hrs later. The reporter stated that the incident may have contributed to the pt's outcome.